Event description:
The customer stated that he performed a control test and received a result of 221 mg/dl. While troubleshooting, he performed more control tests and received a result of 30 mg/dl. The normal control range was 95-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.